Manufacturer narrative:
The device was returned for analysis. The reported defective device - undersized was unable to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As the reported defective device - undersized was unable to be confirmed during return analysis, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the length required to sufficiently reach the lesion was incorrectly assessed. The noted partially separated outer sheath likely occurred due to handling or during packing for return analysis. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa) with moderate calcification. The 6.0x100m supera self-expanding stent system (sess) was used transradially but the shaft length of 120cm was too short preventing the supera to be advanced to the target lesion. Based on x-ray image and assessment, the supera should have been long enough and the physician believes the supera did not actually have a working length of 120cm. The supera sess was removed and another non-abbott stent with a working length of 135cm was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.